Event description:
It was reported the patient felt heat in their back when laying down for the last several weeks, the heating was hotter when the stimulation was on. It was similar to "laying down on a heating pad." Stimulation was fine and was covering their pain. Patient did not feel heating when they were not laying down. There is no known accident or incident related to this complaint. Approximately one month later it was reported the patient was feeling the heating sensation when they were sitting or lying down. It was noted this started about three months ago. When the patient was up walking around they did not experience the heating. The implant is in the patient's back on their left side and is for sciatic nerve pain in the left leg. When the patient turned the stimulation up too high it hurt them on their right side. Patient was still feeling stimulation and was getting relief. One day later it was reported when stimulation had been turned on and off the patient felt "a lot of heat back there." Follow up reported the patient had a replacement on (B)(6) 2012. The patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated that the cause of the event was spinal cord stimulator's (scs) original placement which had not effectively reduced pain. Scs battery depletion was noted as normal. The lead was not placed in appropriate location originally. Revision on (B)(6)-2012 of scs and the lead resulted in removal of scs and left t10 laminectomy for placement of paddle electrode and a new scs. Sign/symptoms associated with the event were continued back pain post original scs placement. The patient required hospitalization due to the event and recovered without sequela.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2012, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID 3887-33, lot# l71256, implanted: (B)(6) 2000, explanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).